Event description:
Pt had colonoscopy procedure done with a polyp being removed at that time. Pt developed diarrhea and rectal bleeding a day later and was admitted to the hospital. Pt was released the next day.